Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that this system with an implantable cardioverter defibrillator (ICD) and a non-bsc right ventricular (rv) lead. Recorded an alert for high, out of range shock lead impedances. According to the caller, this behavior had been observed before. The patient was going to be taken to clinic to evaluate. The ICD and the rv lead remain in service. No adverse patient effects were reported.